Event description:
Pt required surgical intervention to remove defective port-a-cath. Port-a-cath initially implanted 10/94 & pt had some problems initially with device and then required removal 4/95. Pt tolerated removal without complications. Fine crack noted in catheter.